Manufacturer narrative:
A complete analysis and testing of 2 sealed and 1 used reservoir showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 4.5mmol/l. The customer stated that the reservoir leaked when filling from the insulin vial. Customer advised the reservoir leaked around the o-rings. Customer advised that they could see air entering the reservoir from the o-rings. Customer has retained reservoir.